Event description:
Boston scientific received information during a follow up it was noted that the pacing impedance measurements were high out of range. In addition noise resulting in inappropriate anti tachycardia therapy and loss of capture was also noted. A fracture of the right ventricular competitor lead was suspected. The patient was hospitalized and a lead revision was planned. The device was reprogrammed. The patient was not pacemaker dependent. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This investigation is ongoing. Upon additional information this investigation will be updated.